Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this right ventricular (rv) lead received an inappropriate shock due to t wave oversensing and low right ventricular sensitivity. The patient was admitted to the hospital. Additional information was requested from the field in which it was found that the rv lead was dislodged. A revision procedure was performed in which the lead was repositioned and remains in service. No additional adverse patient effects were reported.